Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('complications at the time of essure placement: perforation of cervix') and pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure (batch no. Cs000hw, c35242) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, loop electrosurgical excision procedure, epigastric pain and rhinoplasty. Concurrent conditions included helicobacter pylori infection, gastroesophageal reflux disease, esophagitis and nabothian cyst. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dermatitis allergic ("allergic or hypersensitivity reaction type: rashes, rashes or skin conditions type: rashes"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue/fatigue") and was found to have hormone level abnormal ("hormonal changes/hormonal changes"), weight increased ("weight gain / loss specify which one: weight gain/weight gain") and weight decreased ("weight gain / loss specify which one: weight loss"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and mood swings ("hormonal changes describe: mood swings"). The patient was treated with surgery (hysterectomy full with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, vulvovaginal pain, hormone level abnormal, vaginal haemorrhage, menorrhagia, dermatitis allergic, migraine, nausea, allergy to metals, dysmenorrhoea, fatigue, weight increased, weight decreased and mood swings outcome was unknown. The reporter considered abdominal pain, allergy to metals, dermatitis allergic, dysmenorrhoea, fatigue, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, pelvic pain, uterine perforation, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: current weight 140 lbs, most if not all symptoms were decreased. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion, confirmed my tubes were closed, confirmed my tubes were closed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2019: quality-safety evaluation of product technical complaint. On 24-sep-2019: fu4 and fu5 were processed together. Medical records received. Medical history and concurrent condition were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('complications at the time of essure placement: perforation of cervix') and pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure (batch no. Cs000hw, c35242) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and loop electrosurgical excision procedure. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("allergic or hypersensitivity reaction type: rashes, rashes or skin conditions type: rashes"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue/fatigue") and was found to have hormone level abnormal ("hormonal changes/hormonal changes"), weight increased ("weight gain / loss specify which one: weight gain/weight gain") and weight decreased ("weight gain / loss specify which one: weight loss"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and mood swings ("hormonal changes describe: mood swings"). The patient was treated with surgery (hysterectomy full with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, vulvovaginal pain, hormone level abnormal, vaginal haemorrhage, menorrhagia, rash, migraine, nausea, allergy to metals, dysmenorrhoea, fatigue, weight increased, weight decreased and mood swings outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, fatigue, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, uterine perforation, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: current weight (B)(6), most if not all symptoms were decreased. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram on (B)(6) 2016: total bilateral occlusion, confirmed my tubes were closed, confirmed my tubes were closed. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Lot number added. Events added from pfs- pelvic pain, abdominal pain, vaginal pain, hormonal changes, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: rashes, rashes or skin conditions type: rashes, migraines / headaches, nausea, nickel allergy, dysmenorrhea (cramping),perforation of cervix, fatigue, weight gain / loss specify which one -weight gain, loss. Reporter information, lab data, medical history were added. On 10-sep-2019: pfs received. Follow up 2 and 3 process together. Event mood swings was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.